Event description:
It was reported that the patient had the device removed in 2007 due to an infection. It was noted that the leads remained implanted. It was further noted the battery was implanted in the stomach but ¿whatever they implanted in the back was still there.¿ it was unknown whether the patient was referring to a device or lead in the back. It was noted that x-rays would be performed. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# l49004, implanted: (B)(6) 1998, product type lead. (B)(4).